Event description:
It was reported from the analysis of the returned product that needle breakage was observed. It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported when the package was opened the needle tip was not sharp and could not be used as a needle. No harm was done because it was before use. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 11/4/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ? What is the lot number? = unk ? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. = we regularly contact with sale rep about the device returning. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or (B)(6) = (B)(6). The following information was reported: when opened the package, the needle tip was not sharp and could not be used as a needle. No harm was done because it was before use. H3 investigational summary: the product received for analysis was identified as product code z464h.visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture contained some microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.